Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that after surgery, the system shut down on its own.

Manufacturer narrative:
The company service representative examined the system and was able to confirm the reported event. The company service representative found a loose connection in the power cable and tightened it. The system was then tested and met all product. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the loose power cable connection. The manufacturer internal reference number is: (B)(4).